Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that on (B)(6) 2022, during the first 10 minutes of monitoring urine output, the sensica device urine system read that the patient had 430mls of urine output, while the container only had 50mls. Per email response received on (B)(6) 2022, the device was being used on a patient with no impact, it was unknown how the issue was resolved as the device would not be returned or repaired. The date of event was (B)(6) 2022.

Manufacturer narrative:
The reported issue was confirmed design-related. The identified root causes is ¿software issues¿ as it was confirmed that due to certain software steps being interrupted, that uo was not being reported or calculated correctly. Furthermore, multiple contributing factors were identified for the uo accuracy issue under evaluation: ¿ambiguous IFU¿, ¿ungraceful shutdown,¿ ¿not following IFU,¿ ¿power issues,¿ ¿software anomaly assessment,¿ ¿product acquisition evaluation and integration," and ¿ICU layout¿. However, all the contributing factors are correlated to the disrupting software operations particularly with relation to the power supply and ungraceful shutdowns. It was a combination of the ungraceful shutdowns that forced the software issues to be identified with increasing precedence. These issues were previously thought to be a lower risk level, but the current complaints show that this assessment was inaccurate. It is unknown if the device met specifications and whether the device was influenced by the reported failure. The device was in use on a patient. The device was not returned for evaluation. Labeling review is not required because labeling could not have prevented this issue. The device was not returned.

Event description:
It was reported that on 06jan2022, during the first 10 minutes of monitoring urine output, the sensica device urine system read that the patient had 430mls of urine output, while the container only had 50mls. Per email response received on 23jan2022, the device was being used on a patient with no impact, it was unknown how the issue was resolved as the device would not be returned or repaired. The date of event was 06jan2022.